Manufacturer narrative:
The needle with the reported electrical defect was not returned to the manufacturer for investigation. The reported complaint could not be confirmed. Review of the needle lot manufacturing records did not reveal any electrical malfunctions within the needle batch.

Event description:
The patient experienced muscle spasm during the active thaw cycle. The procedure was continued using passive thaw, and was completed with no reported injury to the patient. The needle with the reported electrical malfunction will not be returned to the manufacturer for investigation.